Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm which occurred on the homechoice (hc) during the last fill while refilling the heater. The fill volume was equal to 10ml. The technical service representative (tsr) helped the home patient (hp) end therapy as the hp had switched out bags while connected. The hp would contact her registered nurse regarding switching bags while connected and any missed therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) spoke with the hp on (B)(6) 2012. The hp stated that they continued therapy with the hc using new supplies. Bps reminded the hp of the importance of restarting with all new supplies to avoid the risk of contamination, and that the supplies were only for one time use. The hp understood. Therapy has been going well since incident. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.